Manufacturer narrative:
(B)(4): g2: report source switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 15 years and 4 months post implantation due to pain and radiographic evidence of the proximal femoral stem tilting. During the procedure, found loosening of the connecting cone from the distal part of the shaft and metallosis and bone resorption in the diaphysis. The distal stem, proximal stem, and head were revised. No further information has been provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. D10: item # unknown, unknown proximal revitan, lot # unknown. Item # unknown, unknown head, lot # unknown. Item # unknown, unknown cup, lot # unknown. Item # unknown, unknown liner, lot # unknown. Item # unknown, unknown screws, lot # unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. One undated ap radiograph was provided and reviewed by a radiologist with the following assessment: ap view right hip demonstrates a right total hip arthroplasty with screw fixation of the acetabular cup. No dislocation. Angulation of the junction of the femoral neck with the femoral stem indicating possible hardware fracture. Significant lucency surrounding the femoral stem could indicate loosening or osteolysis. Two proximal cerclage wires. Heterotopic ossification within the joint space. Vascular calcification. The provided zper and swissmedic report were reviewed by a healthcare professional with the following findings: per ¿ broken revitan revision hip stem was removed and new wagne sl stem was implanted. Swiss medic report. ¿ increasing pain in the right hip with status after revision prosthesis implantation at the (B)(6) hospital centre. Radiological evidence of tilting of the proximal part of the prosthesis with suspected shaft fracture. Intraoperatively evidence of the loosening of the connecting cone from the distal part of the shaft. ¿ severe metallosis and bone resorption in the diaphysis. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.